Manufacturer narrative:
No additional information is available for this event yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint was not confirmed. The device was tested and inspected with test scopes and video processor system; no communication error found. Image is stabilized and normal. Front panel mouth is cracked. The device is missing hexagon wrench inside lamp door. The lamp life meter is reading at 300+hours, light intensity output measured out of range. In addition the device has a bad scope socket (locking mechanism is not protecting the pins), and the scope socket has moisture stains. The device is equipped newest version main switch. The fan is running okay; air pressure tested okay. The lamp needs to be replaced.

Event description:
As reported for this event, during the therapeutic procedure, the device exhibited the e216 scope communication error message on multiple scopes. The image was also lost. There was no adverse impact to the patient.

Manufacturer narrative:
Additional information was received for this event. The event took place during preparation for the procedure. There was no patient involvement. The device was replaced with another similar device and intended procedure was performed and completed. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.